Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 15 cm from the terminal pin. The break is indicative of cycle fatigue and led to the reported clinical observations. Additionally, the lead body was found to be misshapen at approximately 10 cm from the terminal end, which was likely induced by tool damage at explant.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the right ventricular (rv) lead had an excellent threshold test, with less than 1 volt (v). A few hours later, the patient presented to the emergency room (ER) with a heart rate in the 20's-30's. It was later reported that the patient's rate was in the 40's. When the patient presented to the ER, threshold was at 3.5v and there was a lot of oversensing, with an unknown source. It was later reported that the rv lead had no capture and a pace impedance measurement greater than 3000 ohms. Which lead to pacing not being delivered when required. When the lead was reprogrammed to unipolar configuration, capture was restored. The rv lead was removed and a lead implant was attempted; however the patient was occluded. It was suspected that the lead conductor broke. No additional adverse patient effects were reported.